Event description:
It was reported that the programmer was unable to be turned on and the buttons were no longer responsive. The user was advised to unplug the programmer, remove the battery, wait one minute, and plug it back in. The programmer powered on and the issue was resolved. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).